Event description:
It was reported that during an unk procedure, the device melted the tissue pad and started to peel away from the side. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.